Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous shunt vessel. A mustang 6.0 x 40, 75cm balloon catheter was used to dilate the lesion and the first and second inflation the balloon was inflated to 20 atm. The balloon was then inflated three more times to 24 atms. The balloon ruptured at 24 atms on the sixth inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous shunt vessel. A mustang 6.0 x 40, 75cm balloon catheter was used to dilate the lesion and the first and second inflation the balloon was inflated to 20 atm. The balloon was then inflated three more times to 24 atms. The balloon ruptured at 24 atms on the sixth inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the device noted that the balloon material was deflated. There was dried contrast media within the balloon material. A 0.035 inch product mandrel was inserted through the distal lumen of the device and an attempt was made to inflate the balloon material to its rated burst pressure (rbp). The balloon failed to inflate due to the contrast media crystals. The device was soaked in warm water in order to dissolve the contrast media crystals. A visual and tactile examination of the shaft of the device found no anomalies. After soaking the device for over an hour the crystals had not dissolved and the product mandrel became stuck in the distal lumen. The distal lumen was flushed in order to remove the mandrel but failed. Microscopic examination of the balloon material noted no visible tears or holes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).